Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead was capped after displaying pacing impedances of greater than 2000 ohms. The device was explanted. Additional information was requested; no additional information was available. There were no adverse patient effects reported.